Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:evaluation revealed paint is chipped, blistered and discolored in all areas of the pump case. A battery compartment crack at the case seal below the bumper was found. The display screen is dim/faded (pink). (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and a dim, faded display. This report is made based on results of investigation completed on (B)(6) 2015.